Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an rn initiated an unspecified chemo infusion attached to texium low sorb tubing with a filter however it was noticed that the issue is that the tubing is not requiring the orange cap or any other device to engage it to flow. The customer stated; "as soon as you open the roller clamp, the chemo will run to prime the tubing with nothing on the end of the tubing". The event occurred in picu. "The customer confirmed that there was no patient/user harm reported.

Manufacturer narrative:
Additional information added; d.4, d.10 and h.4. The customer¿s report that the set would prime without engaging the texium end was confirmed. However, this is not a defect and the root cause for the priming is normal functioning for this set. The suspect primary set model 24301-0007t that was originally reported was not returned for evaluation. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received set during initial visual inspection. Functional testing was performed and the set primed up to the filter and stopped. Nothing was engaging the texium during priming.

Event description:
It was reported that an rn initiated an unspecified chemo infusion attached to a texium low sorb tubing with a filter, however; it was noticed that the tubing is not requiring the orange cap or any other device to engage it to flow. The customer stated; "as soon as you open the roller clamp, the chemo will run to prime the tubing with nothing on the end of the tubing". The event occurred in the (picu). The customer further confirmed that there was no patient or user harm as a result of this event.